Event description:
Customer reported a discrepancy in the expiration date on the test strip vial and the one located on the same catalog number in the manufacturer's electronic inventory. No treatment. A request was made for return product and replacement product was sent.